Manufacturer narrative:
Patient stated she had no idea how or when the incident happened. The bracket did not fall off, as if the bond failed, there would be no enamel damage. Some sort of force had to be applied to dislodge the bracket and enamel from the tooth. Orthodontists routinely caution patients with ceramic brackets not to chew or bite anything hard. The IFU for clarity advanced brackets contains a warning: "instruct patients not to chew or bite on hard substances such as hard candy, ice, carrots, etc. Careful and thorough patient instruction is the key to avoiding appliance or enamel damage." When ceramic brackets are debonded properly by the orthodontist, enamel damage rarely occurs. It is surmised that the cause of the incident was the patient biting/chewing something hard.

Event description:
Patient went to orthodontist for repair of a loose bracket, which was still attached to the archwire. The bracket had debonded and a piece of enamel remained on the bracket base. According to the orthodontist, the damage was deep into dentin. He bonded the broken piece of enamel, still attached to the bracket, back into place on the tooth.